Event description:
Technician reports one incident of a blood leak with the CT-190g dialyzer. It was reported that the unit had been previously reprocessed (number unreported). It was reported that the incident occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. An estimated blood loss of 250cc to 300cc was reported as a result of not returning blood from the extra corporeal circuit to the pt. Pt was administered 250cc-300cc normal saline. Treatment was resumed with new disposables and completed without further incident. No pt injury reported per tech.